Manufacturer narrative:
Internal report # (B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-18- user has high glucose value. Test strip (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure that the replacement products resolved the initial concern - unable to establish contact with the customer at this time. Product notification letter sent to customer to contact customer care.

Event description:
Customer calling wants to know what the hi blood glucose test results. The customer is concerned with test results from results obtained of hi. The customer's expected fasting blood glucose test result range is 190 - 280 mg/dl. Customer stated that he knows his glucose is high and that it is the norm for him to run high blood sugar. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2018, a back to back blood test was not performed by the customer. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 05/18/2018 and open vial date at time of call is two months. The meter memory was reviewed for previous test result history: (B)(6).